Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that after successful connection of the bd phaseal luer lock connector to the primary line and bd phaseal injector, when hanging on the IV pole, the luer lock connector dislodged and chemotherapy spilled on the floor. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. (4 of 5) it was reported that the luer lock connector dislodged causing the chemo to spill on the floor. "Patient was connected to a primary IV line, primed with ns in preparation for chemotherapy. Bd phaseal luer lock connector was connected to the primed primary line and bd phaseal injector luer lock which was connected to the chemo was inserted into the primary line. Chemotherapy was back primed successfully. However, after the rn rehung the chemotherapy onto the IV pole, the entire chemo system including the luer lock connector piece dislodged from the primary tubing, causing the chemo (estimated 20cc's) to spill onto the floor. The chemo line was immediately clamped upon recognition of the spill. The chemo was cleaned off of the floor using the unit's chemo spill kit." The following responses from the initial reporter received: ¿ were there any serious injuries? No ¿ was the course of treatment changed or any other actions taken? Infusion delayed not sure howlong ¿ was there exposure to blood or bodily fluid? Not that was reported ¿ was medical intervention needed? No ¿ it was mentioned a patient was involved? If available can you please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.)not available.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after successful connection of the bd phaseal luer lock connector to the primary line and bd phaseal injector, when hanging on the IV pole, the luer lock connector dislodged and chemotherapy spilled on the floor. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. (4 of 5). It was reported that the luer lock connector dislodged causing the chemo to spill on the floor. "Patient was connected to a primary IV line, primed with ns in preparation for chemotherapy. Bd phaseal luer lock connector was connected to the primed primary line and bd phaseal injector luer lock which was connected to the chemo was inserted into the primary line. Chemotherapy was back primed successfully. However, after the rn rehung the chemotherapy onto the IV pole, the entire chemo system including the luer lock connector piece dislodged from the primary tubing, causing the chemo (estimated 20cc's) to spill onto the floor. The chemo line was immediately clamped upon recognition of the spill. The chemo was cleaned off of the floor using the unit's chemo spill kit." The following responses from the initial reporter received: were there any serious injuries? No. Was the course of treatment changed or any other actions taken? Infusion delayed, not sure how long. Was there exposure to blood or bodily fluid? Not that was reported. Was medical intervention needed? No. It was mentioned a patient was involved? If available can you please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.)? Not available.